Manufacturer narrative:
It is very important for the fse to be applied correctly to have the best results of monitoring and removal at the end of delivery. It is imperative that the fse not be rotated more than 1 ½ turn when applying it to the baby's scalp. If the electrode is excessively torqued during (e.g. Rotated > 1 ½ turns clockwise) application to the presenting part or if the electrode was rotated in the incorrect direction when removing from the scalp. The instructions for removal of the fse in the IFU reads as follows: "remove spiral needle by grasping electrode wires as close to fetal presenting part as possible and twist counter-clockwise until free from presenting part". When removing the fse, it is very important to make sure that the clinicians are twisting it counter-clockwise as close to the presenting part, as possible. If it was inserted correctly, it should not take more than a 1 ½ turn to remove it. Education on proper insertion and removal along with reviewing of the IFU's are very important for any clinician using this product. The device was discarded, the lot number is not known. No further information will be made available but clinical innovations will continue to monitor and trend all reported events associated with this device.

Event description:
At the delivery ward, swelling was noted on the child's scalp, which was judged to be due to the electrode previously sitting there. The swelling did not recede, and when the child was (B)(6), it was examined through the ultrasound that showed a small metal piece superficially under the skin, about 4x1mm reportedly. The child has no complications but will be followed up at (B)(6) clinic with a view to removing the foreign body by local anesthesia or anesthesia.